Manufacturer narrative:
Concomitant product: product ID 388928, lot # 0210144970, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a loss of efficacy since two weeks. No diagnostics/troubleshooting were provided. The patient as reprogrammed and the event had not resolved. The event was assessed by the investigator as not serious, not related to the stimulator, and not related to the procedure. Relevant medical history includes fecal incontinence since 2005 due to peripheral neuropathy. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider for a clinical study reported there was a return of incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the onset date was (B)(6) 2015 and noted that the issue was not resolved when the patient exited the clinical study. No further complications were reported.